Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker migrated downward behind the breast tissue causing the leads to dislodge. The system was repositioned and remains in service. No additional adverse patient effects were reported.